Manufacturer narrative:
Additional code added to section h6 evaluation code-result. Device evaluation summary: one proportional solenoid (psol) was returned to medtronic for failure analysis. The psol was installed in the oxygen slot of the test ventilator inspiratory module for analysis and powered up. Ventilation was initiated on a test lung at 70% oxygen for 24 hours without issue. Performed all calibrations however the extended self test (est) failed a few error codes. The reported event was not duplicated. Testing found numerous est tests failing, with the probable root cause being a leaky psol. The likely cause of the event was isolated to leaky psol. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the oxygen proportional solenoid. (Psol) the ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿ventilator inoperative¿ alarm and stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.